Manufacturer narrative:
The sample will not be returned for evaluation as it has not been retained by the hospital. Attempts are being made to obtain additional information. Upon receipt of the additional information and completion of the investigation, a supplemental report will be submitted.

Event description:
After insertion of the catheter into the vein, the nurse pulled the stylet out and the plastic tube separated from the butterfly wings.